Manufacturer narrative:
Only the handle assembly and trip wire were returned for analysis with residue present on the components indicating use. The ligator head and bands were not returned. A visual examination of the components found the suture to be broken and a portion was still attached to the trip wire loop. The trip wire had not been secured in the handle post slot but instead had been wrapped around the post 2½ times and the proximal loop placed over the irrigation tube luer fitting. It was noted that the trip wire had been tightened so that the shank holding the luer had been pulled away from the bracket. The shank to bracket ultrasonic weld had not been broken. The trip wire and crimp had been caught between the handle bracket and post. The trip wire and crimp gouged the handle post and bracket. The slot had been squeezed closed. A functional evaluation of the handle could not be performed due to the damage to the handle and trip wire. Based on the evaluation of the returned components, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire allowed the wire to fall between the handle spool and bracket during use. The gouging of the handle bracket and post were most likely caused as the user applied pressure to the handle in an unsuccessful attempt to rotate the handle. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2016. According to the complainant, during introduction, the handle was stuck the moment the band was released. The procedure was completed with another speedband superview super 7 device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2016. According to the complainant, during introduction, the handle was stuck the moment the band was released. The procedure was completed with another speedband superview super 7 device. The patient's condition at the conclusion of the procedure was reported to be stable.